Event description:
Reportable based on device analysis completed on 29sep2018. It was reported that shaft kink occurred. The stenosed target lesion was located in a coronary artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No complications were reported and the patients status was stable. However, returned device analysis revealed shaft detached. Device evaluated by manufacturer: the returned product consisted of a quantum maverick balloon. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation in the hypotube at 84cm from the hub. There are multiple kinks along the whole device. Microscopic examination did not reveal any damages. There is blood present in the guidewire lumen and the balloon is tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.